Manufacturer narrative:
Ge healthcare¿s (gehc) investigation has been completed, and the root cause could not be determined. Key diagnostic data including device logs, onsite assessment findings, and onsite questionnaire results, were not provided after multiple requests, significantly limiting failure analysis. The customer further stated that the individual who originally reported the incident is no longer employed at the facility, and no other staff members were aware of the event. Inadequate oxygen delivery is a multifactorial issue that may stem from the device, device use, maintenance, an accessory, or patient-related factors, none of which can be confirmed or ruled out without objective evidence. Based on the information available, the root cause of the reported inadequate oxygen delivery cannot be determined. The risk analysis determined that no additional mitigations are available to reduce the risk, and the risk has been reduced as far as possible. No further actions are planned by ge healthcare.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a4, a5, and a6: no information provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to a carescape r860 when it was alleged the patient could not be ventilated. It was reported the patient desaturated to 33%. The patient was placed on a different ventilator to proceed with the case. There were no reported patient sequelae.